Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege in or around approximately (B)(6) 2009, patient began experiencing symptoms including, but not limited to pain, loss of mobility and loss of enjoyment of life. It is also alleged on or around (B)(6) 2011, patient is scheduled to undergo revision surgery. Update: (B)(6) 2011 - medical records were received. The patient was revised to address pain and grinding. It was noted that there was diffuse metal staining throughout the joint. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege in or around approximately late 2009, patient began experiencing symptoms including, but not limited to pain, loss of mobility and loss of enjoyment of life. It is also alleged on or around (B)(6) 2011, patient is scheduled to undergo revision surgery. Doi: (B)(6) 2008 - dor: litigation alleges schedule for (B)(6) 2011. (Left side). Patient is a resident of (B)(6). Update: 11/16/2011 - medical records were received. The patient was revised to address pain and grinding. It was noted that there was diffuse metal staining throughout the joint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.